Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v360690, implanted: (B)(6) 2009, product type: lead. Product ID 3093-28, lot# v360690, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the implant was removed but the "coil" was left. The hcp did not know the reason for the device removal and he did not know when the lead broke. It was unknown what doctor was involved. No symptoms reported. The hcp did not know when the issue started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.